Event description:
A malfunction was reported on the customer's pump, which showed a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.